Event description:
Title: failed air flow sensor check on (6) ventilators six ventilators failed the sst (short self test). Six ventilators within 1 months failed the flow sensor cross check which is part of the sst. The test is initiated prior to placing a patient on the ventilator as part of the biomedical safety and pm schedule. The ventilators involved was contacted and the service representative replaced the sensors. The events occurred in 2003. In each case the flow failed on the low side of the specification.